Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a recoverable error 23003 on universal surgical manipulator (usm) 3. The intuitive technical support engineer (tse) asked if endoscope is installed on usm 3. The caller stated endoscope was installed on usm 3 but is now on usm 2. The error is still there. The tse did not confirm this error or any other error in the logs and suggested the caller to power cycle system, but caller stated this was not possible at this moment and they will do this once they have finished the case (in about 30 minutes) and call back. The nurse called back, and informed surgery had been completed using 3 usms only, after moving endoscope to usm 2. They are now ready to power cycle system. The tse waited while the customer power cycled system. After starting up the system, the error 23003 was still present on usm 3. The tse could now see error 23003 in logs, pointing at axis 4. The caller reported the system has now been undocked from the patient and the instruments removed. When putting the system into stow, all usms except usm 3 stowed normally. Usm 3 was still faulting, and it won't move. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation could not replicate the customer reported complaint. The usm was tested on an in-house system and passed in normal mode. The system did not trigger errors 23003 nor 25930 on degree of freedom (dof)'s 5 and 7 but confirmed via the error logs/system logs.

Event description:
Refer to h10/h11 for follow-up information.